Event description:
It was reported that the patient died. The target lesion was located in the right common iliac artery. An angiojet solent omni catheter was used to successfully complete a thrombectomy procedure. However, a few hours after the procedure, a CT scan showed a potential embolized renal. The physician attempted to intervene but was unsuccessful. The patient passed away due to complications while trying to treat possible renal failure.